Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested the returned device with negative standard. The device yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with returns. Source: phone.

Event description:
Reported false positive sars result for 1 asymptomatic caregiver testing for screening purposes. The caregiver was confirmed sars positive on (B)(6) 2022. The customer communicated that the caregiver has tested positive with quickvue ever since her initial sars infection and is estimating a total of 16 suspected false positive results on (B)(6) 2022. Molecular (pcr testing) was performed periodically during this time and confirmed negative results (exact dates unknown). Individual events are captured on separate reports. The customer was only able to provide 1 lot number and it is unknown if the same lot number was used for each event.

Event description:
Reported false positive sars result for 1 asymptomatic caregiver testing for screening purposes. The caregiver was confirmed sars positive in (B)(6) 2022. The customer communicated that the caregiver has tested positive with quickvue ever since his initial sars infection. Molecular (pcr testing) and other rapid antigen testing were performed since and confirmed negative results. The customer communicated an additional 11 false positives for the caregiver. Individual events are captured on separate reports.

Manufacturer narrative:
Correction/additional information: a1- changed patient identifier a2- changed age a3- changed sex b3 - changed date of event b4 - added today's date of the follow-up report b5- altered the description of event to match the new information received from the customer b6- added confirmation testing details g3- added the date that the new information was received d4- remove lot number from this event as it is unknown what lot was used h6- remove codes 4101, 11, and 3331 from the type of investigation manufacturerer narrative correction: investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information source: phone and email.